Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports. Patient experienced dka (as well as flu-like illness). Patient was hospitalized. Lack of information. Device is not available for technical review.

Event description:
Unknown type of diabetic on v-go 40 since (B)(6) 2017 was hospitalized with dka for 3 days. Valeritas customer care (vcc) received the call from a territory leader, who did not provide the patient name, but gave information on the pharmacy where the contact information was shared. It was reported that the "patient had a flu-like illness and developed ketoacidosis. He was dehydrated and drank sugary beverages". The pharmacist reported that "she did not think the patient was taking his bolus dosing and giving himself additional humalog as needed to control his bg. Patient had acute renal failure when hospitalized, but that has resolved. He was taken off the v-go and put on lantus and humalog injections. Patient has not answered nor returned the calls. It is not possible to assess contributory factors without the input from the patient.

Manufacturer narrative:
Date of report: date corrected. Initial reporter corrected. Health professional checked. Occupation: clinical pharmacist identified. Type of report: follow up #1. If follow up, what type?: correction checked.